Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The impedance trend was noted to be high and subsequently reached a one-time value of 125 ohms. There was no noise present on any of the reviewed electrograms. The cause of the high out of range shock impedance measurement is unknown at this time. Boston scientific technical services (ts) discussed with the boston scientific representative about continuing to monitor the patient as there was no noise observed. The lead remains in-service. No adverse patient effects reported.